Event description:
I was applying the dexcom g6 cgm and when I pressed the button on the insertion device, it appeared to jam and it became stuck on the sensor. I had to hold the insertion device to keep from my skin. I called dexcom but it was late at night and nobody was answering the assistance line. In an attempt to remove the device, I began to pry open the apex of the device (opposite the side that was stuck on the sensor stuck on my skin) and when I had the plastic pieces spread apart enough it seemed to have released whatever was stuck. When it released, I felt a small pain but I've left the sensor on (it is my last one) and it seems to be working normally. This is the first time the insertion device became stuck like this. FDA safety report ID# (B)(4).